Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022562 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot: 1022562, test base part number 190-430 / lot: 1022562. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022562 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
(B)(6) medical device vigilance report # (B)(4). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab .repeat testing on (B)(6) 2021 generated negative results. Pcr confirmation testing on nasopharyngeal swab (citoswab) in viral transport medium with genxpert sars-cov-2 on the same day generated negative results. The customer stated the patient was symptomatic with a fever and dyspnea. Per the customer, there was no patient impact as confirmation testing was performed immediately after the idnow covid-19 assay and no treatment was given as the patient was diagnosed as negative for covid-19.